Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately twenty-four hours post implant the implantable pacing lead (ipl) exhibited undersensing, and no pacing noted greater than 7.5v without deplacement of the lead. The ipl was repositioned, reprogrammed, yet encountered inefficient sensing spikes. The ipl was explanted and replaced. No patient complications have been reported as a result of this event.